Event description:
The customer reported the endoscope was incorrectly reprocessed. The scope was reprocessed using an endoscope reprocessor, where the internal air and water filters had not been replaced since the date of install. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the event was not confirmed without product return, and a root cause could not be identified. The probable cause, based on suggested event [oer elite water and air filter were not changed on schedule. Improperly reprocessed device was used in a procedure] was likely that the user did not read instructions for use (IFU) carefully, incorrectly managed water filter replacement and used the filter even after its replacement period has expired. It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): chapter 8 replacement of consumable items -8.4 replacing the water filter (maj-824 or maj-2318): ¿ -to prevent contamination of the rinse water, the water filter should be replaced every month when the prefilter is not used or every six months when the prefilter is used. -warning ·replace the water filter at least every month when the prefilter is not used or every six months when the prefilter is used. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. As a result, the reprocessing of endoscopes will be insufficient." A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.